Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. It was noted that the syncope was caused by an episode of ventricular fibrillation (vf) and the patient was externally rescued by emergency medical services (ems). Surgical intervention was later taken to explant this device to upgrade to an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.